Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient's daughter stated that the patient was able to void on their own before leaving the hospital, but can no longer void on their own. Patient stated that they feel the urge to go, but when they try it is blocked and only gets a few drops.